Event description:
Info was rec'd that the device had a failure of the electric cord. Upon evaluation, it was determined that there was a tear in the insulation of the power cord with metal exposed. The device was not in use at the time of the reported problem and there was no reported pt harm. An investigation was performed and it was confirmed that the cord was subjected to abuse beyond design intentions.

Manufacturer narrative:
Na.